Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that in preparation for an unspecified procedure, a stent package was contaminated: the wallstent uni 20x55mm 10fr package was reported to be opened on the opposite end. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt status is reported as "ok."